Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the atrial leadless pacemaker (lp), it was noted that the lp exhibited failure to capture and failure to sense. X-ray imaging revealed that the lp dislodged post tether mode in the inferior vena cava (ivc). The lp was successfully retrieved and explanted, and a new lp was implanted. The patient was in stable condition.